Event description:
Initial reporter indicated that the pt would be scheduled for a full revision of their vns device. Reported the pt had high lead impedance. The vns was programmed to zero output current. Further info was attained that indicated the patient's parent wanted to watch their child for a while without therapy before going ahead with the revision surgery. Good faith attempts have been made for additional details about the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.